Event description:
Drive medical was notified of an incident involving a rollator by the end user, who reported the rollator wheel broke while he was seated and using it as a transportation device. The rollator subsequently collapsed and the end user fell resulting in a slight concussion, a torn tendon in his left hand, and a bruised left hip. The product's instructions for use state: 'this is a walking aid only and is not to be used as a transportation device.' As part of its complaint review and evaluation process, drive medical will file an update if additional information becomes available.